Event description:
During follow-up, sensing noise was observed on the right atrial (ra) lead and the device. Lead damage was suspected but was not confirmed visually. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-51138.

Event description:
It was reported that automatic mode switch was also observed on the device.